Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced oxygen desaturation after the tracheostomy tube was found to be partially dislodged due to a broken flange. The device malfunction resulted in partial dislodgement of the airway, requiring intervention, and the same size tracheostomy tube was subsequently placed to restore airway patency. There was patient involvement with no harm.